Event description:
The customer stated the devices, "paddle holder not working." No patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.